Manufacturer narrative:
The device was not returned for evaluation as the connector was replaced at customers location by a field service engineer (fse). The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii xenon light source image disappears and when moving the scope, the image appears again. The issue was found during reprocessing. The connector was replaced. The intended therapeutic procedure was completed with the same device . There were no reports of patient harm.

Manufacturer narrative:
Corrected data: d9 (¿no¿ was selected in error on the initial report) and h3 (¿no¿ and "not returned to manufacturer¿ were selected in error on the initial report). This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to a faulty scope connector. Olympus will continue to monitor field performance for this device.